Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on after inserting new battery. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer reported that the display did not return after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture, however just had scratches. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The middle keypad button is cracked. The lcd window is buffed up with minor scratches; however, the user is able to read and navigate the menus. Did not note anything wrong with the belt clip rails.